Event description:
The complainant reported that they encountered high purge pressure during impella 5.5 support. The purge system had already been replaced, without success. Lysis was administered and doctor on duty was instructed to monitor purge system and motor current very closely. Purge flow then became ~5ml/h pp 570mmhg. Lysis had worked and pump was now working as intended.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no product or data logs were returned for evaluation. High purge pressure: clinical details noted that pump had high purge pressure & purge system blocked alarms on third day of support. Tpa was added to purge and was able to resolve high purge pressure alarms, with purge flows and pressures within normal range. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. Device history lot ==> device lot: 1911471 device history batch ==> subcomponent lot: n/a device history review ==> pump sn (B)(6) passed all post-sterile inspection checks.